Event description:
On (B)(6) 2016, information was received from a healthcare provider (hcp) regarding an unknown patient who was receiving an unknown drug via an implantable pump for an unknown indication. On (B)(6) 2016, the pump was interrogated in the emergency room (ER) by a company representative and identified that the "pump failed" with error codes "07", "23" and "01." The patient was admitted to the hospital for observation and scheduled for pump replacement the next day. Patient symptoms were not reported. No further information was reported.